Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient had inadvertently infused 17 units of insulin. The reporter was advised to contact the patient's healthcare provider immediately. Np further information was provided. There was no indication that the patient was experiencing a blood glucose excursion, however this complaint is being reported because the patient was advised to seek medical intervention in case of a serious injury associated with use error of the pump.